Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the sensor was not triggering the threshold suspend feature on the insulin pump. Customer's blood glucose was 42 mg/dl. Customer's sensor glucose level was 76 mg/dl. Customer was advised that their insulin pump does not have the threshold suspend feature. Troubleshooting for blood glucose vs sugar glucose was declined by the customer.